Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Stored episodes of atrial tachy response showed oversensing of atrial lead noise. Further review of the programmed settings was recommended. The atrial lead remains in service.